Manufacturer narrative:
(B)(4). The customer returned one connector assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination of the connector assembly confirmed the blue (venous) luer contained two large cracks. This damage is consistent with repeated over-tightening of the luer. The connector assembly was functionally tested by flushing both lumens using a water-filled lab inventory syringe. When the blue (venous) lumen was flushed, water leaked from the cracked hub. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. This damage is consistent with repeated over-tightening of the luer. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "(B)(6) 2020, the blue luer hub was found broken during usage on the patient. This long-term hemodialysis catheter was used on (B)(6) 2020." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, " on (B)(6) 2020, the blue luer hub was found broken during usage on the patient. This long-term hemodialysis catheter was used on (B)(6) 2020." No patient harm reported. The patient's condition is reported as fine.